Event description:
A report was received that the patient had developed an infection at the ipg site. The symptoms of the infection were fever and rash. The patient was hospitalized and prescribed IV antibiotic. The physician believes the infection was procedure related. The patient has reportedly recovered and is doing fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.